Event description:
A balloon ruptured on the first inflation during a av fistula dilation. It is unknown how many atmospheres were achieved prior to the rupture, and attempts to gain further info have been unsuccessful. The device was returned, evaluated and retained by this MFR. The engineering evaluation revealed a two milimeter hole located at the distal end of the balloon outer layer and a pin-hole in the inner layer. The nylon braiding was intact. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. These factors may have contributed to this event.